Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and treated with a glucagon shot. The customer blood glucose level was 146 mg/dl. Customer stated that insulin pump received calibration not accepted alert, change sensor alert and sensor updating alert. The insulin pump will not returned for analysis.